Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 50 mg/dl due to high settings. Customer treated low blood glucose with food. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.